Event description:
It was reported that: "(B)(6) 2024, the doctor found that the swg was difficult to remove from the needle. It was noted to be kinked. The issue was identified during use on the patient. The patient was reported as fine.".

Manufacturer narrative:
(B)(4). The customer returned an opened cvc kit including one guide wire within its advancer and an arrow raulerson syringe (ars) for analysis. The introducer needle was not returned. Signs of use were observed on the guide wire. The guide wire was observed to have one kink towards the distal end of the body. The distal j-bend was misshapen but intact. Both welds were present and were observed to be full and spherical. Visual analysis could not be performed on the introducer needle as it was not returned. The kink measured 578 mm from the proximal tip of the guide wire. The overall length of the guide wire measured 602 mm, which is within the specification limits of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.793 mm, which is within the specification limits of 0.788-0.826 mm per guide wire product drawing. Dimensional analysis could not be performed on the introducer needle as it was not returned. The guide wire was functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through the returned ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with little to no resistance. Functional analysis could not be performed on the introducer needle as it was not returned. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and there was one potential finding. Without the introducer needle returned, it cannot be confirmed if the failure mode of this complaint is the same as/ relevant to the finding. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked was confirmed through complaint investigation of the returned sample. The guide wire had one kink towards the distal end of the body. The introducer needle was not returned. The returned guide wire met all relevant dimensional and functional requirements. Based on these circumstances and without the introducer needle returned, the root cause could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "(B)(6) 2024, the doctor found that the swg was difficult to remove from the needle. It was noted to be kinked. The issue was identified during use on the patient. The patient was reported as fine."